Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. The tah-t was not explanted; therefore, it was not returned to syncardia for evaluation. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that while the patient was in the operating room for a transplant, during the sternotomy and before bypass, the surgeon harmed the aorta with his saw, leading to major bleeding and eventually the death of the patient.

Manufacturer narrative:
Syncardia received the outcome form from the hospital which listed the cause of death as "other". No additional information has been provided. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4) follow-up report 1.